Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 44 mg/dl. Customer stated that he didn't eat as much as he usually eats so he went low. Customer took glucose tablets and pump off by suspending. Customer's recent blood glucose was 284 mg/dl and his blood glucose went up. Customer is able to bolus for high blood glucose. Customer declined to troubleshoot for low and high blood glucose.